Manufacturer narrative:
Approximate age of device is 1 year, 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 1 year and 6 months post-implant, it was reported that in mid-september, low flow and pump speed advisory alarms occurred while the pump was connected to the power module. The same alarms reportedly reoccurred on (B)(6) 2015. The patient's system controller was exchanged. X-ray images of the driveline reportedly showed a possible suspect area of the driveline internal to the patient. On (B)(6) 2015 the alarms reoccurred. The patient was issued a non-grounded power module patient cable. The patient was asymptomatic at the time of the events. No additional information was provided.

Manufacturer narrative:
Additional information. A specific cause for the reported of low speed operation alarms and low flow alarms could not be conclusively determined. Additionally, the suspicion of driveline issue could not be confirmed. The patient remained ongoing on vad support using an ungrounded power module patient cable until a donor heart became available and the patient was transplanted. No products were returned for evaluation and the system controller log file was not submitted to the manufacturer for analysis. A review of the device history records for the pump and system controller revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received which indicated that an ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2015. The explanted pump would not be returned for evaluation and the system controller was misplaced by the hospital.